Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found no visible damage to the lens and fiber material on the lens surface. Dimensional and refractive verification were performed and the lens was found to be in specification. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).